Manufacturer narrative:
A field service engineer (fse) was dispatched and found the waste port on rinse block cracked and replaced the rinse block assembly.

Event description:
A customer contacted beckman coulter inc (bci) stating that during instrument operation the manual probe rinse block cracked and leaked fluid inside the instrument housing and was contained within the coulter lh 780 hematology analyzer. The rinse block is part of the manual probe assembly and carries blood, clenz, and lyse reagent. The operator was wearing a lab coat, eyewear and gloves. There was no exposure to skin, eyes, open lesions, or mucous membranes. There was no death or serious injury associated with this event and no medical treatment was sought out by the operator.